Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported the pump was taking longer than usual to charge. The customer¿s blood glucose was 200 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.